Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported missing segment on the 7-segment led display of the unit. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using batteries. When powered on, the c segment on the top 3rd digit of the red led display failed to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection isolated the failure to a defective 7-segment display component (d2) on the system board. The failure caused the led segment to not illuminate. A service history record review reveals that this unit was in the field for three (3) months with no previous reported issues related to this reported event. (B)(4). (B)(6).